Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of a device. The visual inspection evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colectomy procedure. There was poor staple formation. The staple line looked fine until a leak test was performed. The leak test was bubbling and that's when the leak was found. The staple line was incomplete. There was excessive tissue incorporated into the barrel of the stapler. The donuts were complete. Had to oversew the anastomosis because there was a leak in the staple line. The surgical time was extended by thirty minutes due to the surgical intervention. The anvil could be tilted after firing. The anvil was not bent. The stapler sizers were not used. There was no unanticipated tissue loss, tissue damage, or blood loss. The patient status is alive, no injury.